Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The speedband superview super 7 device was returned for analysis, and visual inspection revealed damage to the ligator housing teeth and one overlapped band. Media inspection of the pictures provided by the customer did not allow clear identification of defects due to image quality and angles. No additional abnormalities were observed during the evaluation of the returned components. The reported event of bands failure to deploy was confirmed based on the condition of the returned device. A risk review was completed and verified that bands failure to deploy is defined in the risk documentation and is documented accordingly, supporting acceptable risk benefit for the product. The damage observed on the ligator housing teeth suggests that excessive force may have been applied during use, or that insertion technique during the procedure contributed to tooth deformation, ultimately affecting handle functionality. Additionally, the presence of an overlapped band indicates that procedural technique or anatomical tortuosity during the procedure may have interfered with proper band deployment. Based on the compiled evidence and absence of manufacturing abnormalities, the most probable root cause for the damaged teeth, the overlapped band, and the failure of the bands to deploy is classified as adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of esophageal varices procedure performed on (B)(6) 2025. It was reported that during the procedure, after multiple attempts, the bands failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of esophageal varices procedure performed on (B)(6) 2025. It was reported that during the procedure, after multiple attempts, the bands failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.